Manufacturer narrative:
The reported product has been received for evaluation. Analysis is currently underway. As soon as the evaluation and investigation has been completed, new information will be provided in a supplemental report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex embolization device (ped) failed to open completely at the distal segment during a flow diversion procedure. The ped was used to treat a patient's saccular aneurysm located the left internal carotid artery. The aneurysm had max diameter of 6mm and neck width of 4mm. Patient vessel tortuosity was described as severe. The parent artery landing zone diameters were 4.4mm distally and 4.75mm proximally. It was reported the ped was prepared as indicated in the instruction for use. The ped was not placed at a vessel bend. When the reported ped was unsheathed from the microcatheter for less than 50% , it was described as "quite lazy to open" at the distal segment. The procedural physician attempted maneuvers as wagging, re-capture, and redeployed for two times, but the problem was not resolved. This ped was removed from the patient with the microcatheter. A new ped was successfully implanted for the patient using the same microcatheter. There was no injury to the patient. The post procedural angiography was reported as typical.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the reported pipeline flex embolization device (ped) was received and evaluated. The distal segment of the ped was found fully opened, but with moderate fraying. No other anomalies was observe on the rest of the ped system. Based on this analysis finding, the report of the ped braid failed to completely open could not be confirmed. However the actual cause of the reported clinical experience and ped braid damage could not be determined. The patient's severe vessel tortuosity could have been a contributor factor to the reported issue. The ped instruction for use stated, "precautions do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis." If information is provided in the future, a supplemental report will be issued.